Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 2 reports where the patient experienced inaccuracy which each event has similar details but occurred on different event dates. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. This is 1 of 2 reports where the patient experienced inaccuracy which each event has similar details but occurred on different event dates. The patient experienced a cgm accuracy issue which occurred on an unspecified day after sensor insertion into the abdomen. On (B)(6) 2025, the patient¿s cgm was reading high mg/dl, and the bg meter was reading 40 mg/dl. The patient was wearing an omnipod insulin pump. The patient lost consciousness and the patient¿s wife called 911. Emergency medical service (ems) arrived and transported the patient to the emergency room (ER). At the ER, the patient was treated with ¿multiple¿ doses of dextrose. It was not reported how long the patient was unconscious. It was not specified how long the patient was in the ER prior to discharge. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.